Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and the insulation of one arm was seen to have been torn off. During a procedure, when the device (pentaray catheter by johnson and johnson/biosense webster) was inserted into the sheath in the left atrium, one arm of the catheter became caught in the sideport of the sheath. The sheath and catheter were removed together without any issue. The insulation of one arm was seen to have been torn off, but it was in the sideport of the sheath and did not remain in the patient. There were no adverse consequences to the patient.